Manufacturer narrative:
There is no connection that can be made at this time between the reported postoperative complications and any problem with the phasix st mesh used to treat the patient. The patient has not received treatment and a date for the revision procedure has not been scheduled, as such the mesh remains implanted. Based on the information available, no conclusion. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, phasix st mesh must be large enough to provide sufficient overlap beyond the margins of the repair/primary closure. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a hernia recurrence. On (B)(6) 2016 - the patient underwent a robotic assisted procedure to repair a primary incisional hernia and was implanted of the phasix st mesh. As reported an intra-abdominal technique was used. There was a swiss cheese configuration (multiple discreet hernias) present. The total size of the hernia defect measured 10cm in length and 6cm in width. The phasix st mesh was positioned to extend 5cm beyond the margins of the defect. The hernia was located in the epigastric, umbilical and infraumbilical area of the abdomen. Absorbable monofilament sutures were used. The fascia was closed completely and skin closure was performed with sutures. On (B)(6) 2017 - the patient noted a bulging, but the device remained intact. On (B)(6) 2018 - the patient reported abdominal pain and bulging and was diagnosed with a hernia recurrence. As reported the patient will be scheduled for a revision procedure; the procedure will be an open procedure as the patient has other abdominal issues that need to be addressed. The adverse event of abdominal pain and the hernia recurrence are assessed as "possibly" related to the study device. No intervention has been taken at this time.

Event description:
As initially reported on 03/14/2018: it was reported to davol that a patient who is part of a clinical study experienced a hernia recurrence. On (B)(6) 2016 - the patient underwent a robotic assisted procedure to repair a primary incisional hernia and was implanted of the phasix st mesh. As reported an intra-abdominal technique was used. There was a swiss cheese configuration (multiple discreet hernias) present. The total size of the hernia defect measured 10cm in length and 6cm in width. The phasix st mesh was positioned to extend 5cm beyond the margins of the defect. The hernia was located in the epigastric, umbilical and infraumbilical area of the abdomen. Absorbable monofilament sutures were used. The fascia was closed completely and skin closure was performed with sutures. On (B)(6) 2017 - the patient noted a bulging, but the device remained intact. On (B)(6) 2018 - the patient reported abdominal pain and bulging and was diagnosed with a hernia recurrence. As reported the patient will be scheduled for a revision procedure; the procedure will be an open procedure as the patient has other abdominal issues that need to be addressed. The adverse event of abdominal pain and the hernia recurrence are assessed as "possibly" related to the study device. No intervention has been taken at this time. Addendum: (B)(6) 2018 - the patient underwent an open repair of the recurrent hernia with a transabdominal retrorectus repair using non bard/davol mesh. As reported, the phasix st mesh was partially removed at this time. The hernia recurrence has been assessed by the clinician as not procedure related but "possibly" related to the study device.

Manufacturer narrative:
This is an addendum to the initial emdr to document that the patient underwent a revision procedure to treat the hernia recurrence. Based on the new information provided, the initial determination remains the same. At this time, no definitive conclusion can be made. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, phasix st mesh must be large enough to provide sufficient overlap beyond the margins of the repair/primary closure. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is provided, a supplemental emdr will be submitted.